Event description:
During an arthroscopic knee surgery, the upper jaw of the device broke when entering into the portal. The portal was too small and the device got caught with the tissue entering the patient's knee, which caused the upper jaw to break. The sales representative did not observe any fragment(s) falling inside the knee. The device was immediately removed from the patient's knee and the upper jaw fell on the table. It is uncertain if any fragment from the break fell inside the knee. Due to the uncertainty, this case is being reported.